Event description:
It was reported that during the initial procedure, the third firing with the device cut but did not staple. A sealing test with blue show a major leak at the site and punctate leaks on distal part. Leakage control by v-lock half-sutures with a blue control satisfying. Subsequent firings with the device were fine. On (B)(6) 2013, the patient has purulent average abundance by the drainage system, an inflammatory syndrome and dyspnea. From time to time, the patient has some febrile attacks. Abdominal CT scan confirmed a predominant under-phrenic bilateral abscess in the left side and a left pleural effusion. A laparoscopic, with general anesthesia was performed with peritoneal toilet. Exploring the big peritoneal cavity confirmed generalized peritonitis with false membranes. Surgeon made a bacteriological sampling of peritoneal pus. Abundant saline peritoneal washing (6l). The exploration of the liver and stomach area show no fistula. A drainage was made in infrahepatic contact and along the stomach section by a dual system of multi-cannulated blade and a silicone drain cherrieri 16 emerged through the incision in the right hypochondrium. Installation of a redon drain cherrieri 9 along the left paracolic gutter emerged through the incision at the symphysis xiphoid. Separate points of ethilon 3.0 on the skin.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. Attempts have been made to have device returned. Device location is unknown.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with one ecr60d cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. In addition four cartridges were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.